Event description:
It was reported that the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 4 and 24 hours. Upon removal of the pod from the infusion site (arm), the cannula was found to be bent. The patient reported experiencing persistent hyperglycemia throughout approximately 12 hours of pod use and administered multiple correction boluses without improvement in blood glucose levels. Upon pod removal, moisture and the odor of insulin were noted at the infusion site, suggesting possible insulin leakage. As treatment, a new pod placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.